Event description:
It was reported that in the transition from trial to permanent therapy, the plastic sheath on the extension broke off and was "lost in the patient." It was stated that during the stage two procedure the pocket site was opened and the connection was exposed. It was noted that "the three cm silicone sheath that is normally present on the connector block end was not present. The healthcare provider followed the path of the extension as far as possible within the pocket but could not locate the silicon sheath along the extension. The percutaneous extension was cut and extracted from the contralateral exit site as per normal. The search was eventually abandoned and the sheath was not found." Reportedly, the lead itself was "fine and able to be used," and the stage two procedure went ahead. An explant date was given of (B)(6) 2013 for the lead but it was unclear if this referred to the lead or the extension. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).